Manufacturer narrative:
One used device was received for evaluation on 2/16/2026 along with one unknown IV set with a trifuset connected with 2 spiros and a spike. As received, the filter was wetted out. One photo was also received which showed the set in a bag. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint. E3 ¿ correction to initial reporter occupation.

Event description:
An event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch reported that the filter vent leaked after irinotecan has been infusing for 2.5 hours. There was patient involvement and no reported patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. E1 - initial reporter phone: (B)(6).